Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received indicated the CABG was performed because the team was concerned that the leaflet from the aortic prosthesis could block the lca ostium.  The patient had less than 10mm in lca height, more than 60% of obstruction. Although the patient left the operating room in stable condition, she expired on pod3.  The cause of death was noted as ¿respiratory insufficiency¿.

Manufacturer narrative:
(B)(6). Information regarding the status of the explanted valve was not provided.  Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the ventricular embolization occurred due to the loss of pacing capture from the temporary pacemaker that occurred during balloon inflation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a valve in valve ( 23 mm sapien xt in 25mm surgical valve) transfemoral tavr procedure, the patient¿s valve embolized into the ventricle.  Initially when the physician positioned the 23mm sapien xt valve in an 80:20 aortic position and began external pacemaker pacing at 180 ppm, the patient¿s arterial pressure dropped.  Once balloon inflation was started, the physician realized there had been a loss of capture from the external pacemaker (probably for rv temporary lead dislodgment or poor contact with tissue).  The valve was noted to have landed a ¿little more ventricular¿ from the initial position.  After pacing was stopped, the valve moved into the left ventricle but remained attached to the safari guidewire.  The physician attempted to re-inflate the balloon with the same volume (17ml nominal ) to reposition the valve, but during the second inflation, the sapien xt valve failed to anchor to the surgical valve and the valve dropped into the left ventricle.  The delivery system was withdrawn in order to fix the guidewire.  The patient was then transferred to the operation room for cardiac surgery.  The patient underwent ¿CABG¿ and the sapien xt valve was replaced.  The patient was noted to be ¿fine¿ after the cardiac surgery. It is perceived that the valve embolized due to the loss of capture that occurred during valve positioning.